Event description:
The customer reported the system failed to x-ray when swiveling the c-arm. No report of pt or staff injuries.

Manufacturer narrative:
It is unk whether or not the system has been serviced and the outcome. However, no reports of pt or staff injuries.